Manufacturer narrative:
(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check while not in use, the cardiosave intra-aortic balloon pump (iabp) batteries were discharged due to user don¿t have it connected to an ac wallet supply, due they haven¿t used equipment in use for a couple of months. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) resolved the issue over phone as it is not a malfunction. The customer has not used equipment in use for a couple of months. After batteries maintenance procedures, batteries were fully functional.